Manufacturer narrative:
Result of investigation: vyaire engineer indicated that the suspect device is not repairable. There are no spare parts left for the older generation. The sipap is unable to be repaired with a new mainboard.

Event description:
It was reported to vyaire medical that the sipap ventilator alarmed e50 error (oxygen sensor fault (adc hits rail)) and liquid stains on the mainboard. The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.